Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was not producing an image. It was displaying a b30 scope communication error and had foreign material present in multiple locations. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the image and error code failures. However, a definitive root cause could not be established for the present of foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation that the olympus colonovideoscope was not producing an image and was instead displaying a b30 scope communication error. Additionally, foreign material was present in the air/water channel as well as the water auxiliary channel. There was no patient involvement during this event.